Event description:
A patient reported with these aligners being the last ones in the set, that they are still having issues with upper and lower alignments. The patient provided photo's showing the possible intrusion to teeth #24-25 are lower than teeth #23 and #26, indicating the possible intrusion.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.